Manufacturer narrative:
Follow-up #1 date of submission 07/08/2014-product analysis:the pump has been returned and evaluated by product analysis on 06/26/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box showed the last basal delivery was on 05/30/2014. The pump¿s basal and bolus history correlate to the pump¿s total daily dose history; there was no evidence of cancelled boluses. The pump successfully completed a prime sequence, bolus deliveries, and a 24-hour exercise test without issue or alarm. Bolus deliveries were found to be accurately recorded in the pump¿s history. The pump successfully passed a delivery accuracy test. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. A battery compartment crack was discovered. The battery cap was able to properly secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient experienced a blood glucose (bg) between 250 and 499 mg/dl with extreme drowsiness, difficulty waking up, and confusion. It was reported there was a discrepancy between the pump¿s bolus history and bolus totals in the total daily dose history. The reporter noted the active basal program matched the bolus history and bolus totals in the total daily dose history. It was noted no changes were made to the pump prior to or after the alleged event. The patient reported they did not receive any treatment above and beyond the usual routine of diabetes care and management and they remained on the pump after the reported event. This complaint is being reported due to the alleged hyperglycemia and symptoms associated with a reported discrepancy in the pump¿s bolus histories. The cause of the discrepancy could not be determined during troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.